Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to high capture threshold, out of range high pacing lead impedance and lead fracture. The patient was stable before, during and after the procedure.